Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged and the threshold was elevated. Reprogramming was done to reduce atrial pacing, and then the lead was explanted and replaced. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.